Event description:
The patient contacted lifescan alleging that their one touch ultra meter was displaying the apply sample icon. The medical affairs specialist attempted to reach the patient by phone. There was no answer and no answering machine to leave a message. The mas sent a letter to the patient. The patient stated that the reported meter was displaying the apply sample icon whenever a test was done. Information was not provided as to how long the meter had operated in this way. The date that the patient last obtained a result on the reported meter was not provided. The patient was taken to the hospital and was treated with insulin. No results obtained at the hospital were provided. Symptoms experienced by the patient and specific insulin treatment was given were not provided. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. The meter, test strips, and control solution were replaced.